Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed auxiliary drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the aux drawer had failed, and the pocket cubie lid had become stuck. The field service engineer (fse) found that pockets a1 and a3 were not appearing in the hardware test application (hta) for the drawer. A forced ejection was performed, revealing that the contacts and board had been contaminated with methadone. The fse cleaned the affected components to the best of their ability and replaced the row board. The cubies were reinserted, and the system was rebooted. The drawer was tested using the final test in hardware test application, and the test was successful. The results were saved to the desktop folder, and a picture of the results was uploaded to the feed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed auxiliary drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.